Event description:
A caller reported an alarm issue with the adc device. The caller reported that the high/low glucose failed to sound, and the customer lost consciousness. The caller reported a glucose result of "below 70 mg/dl" from unspecified device. The caller reported the customer self-treated with "tablets" and received additional injection from third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.